Manufacturer narrative:
The reported event of wireless communication issue was not confirmed. At receipt the ipg successfully communicated with lab utilities. The returned ipg accepted charge and was fully recharged at lab charging bank. It also passed all functional testing on bench and autotest. No root cause was identified for the reported event.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report numbers: 1627487-2021-15570, 1627487-2021-15571. It was reported that the patient was not receiving effective therapy from their system. It was found that the ipg was unable to communicate with the patient programmer. In turn, surgical intervention was undertaken wherein the ipg was explanted.